Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose rat via implanted infusion pump for an unknown indication for use. It was reported that an emergency surgery was performed. The patient had somewhat hard scoliosis when raising the ascenda catheter to the target catheter position, but the guidewire inside the catheter was bent and difficult to use when the catheter was being raised during normal catheter operation. The patient had requested compensation for the ascenda catheter.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned catheter identified an anomaly to the catheter/guide wire. As received the catheter segment had the guidewire inserted. The "bend" seen in the guidewire is consistent with being caused during the handling at implant procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer. It was reported that the implant date was asked, but unknown. After replacing the pump at another facility, he was urgently transported because his spasticity worsened. An operation was scheduled for a few days later, but due to the deterioration of the patient's condition, emergency surgery was required. It was unknown if there was a device issue, patient/therapy issue, procedure issue, etc. It was asked, but unknown what the catheter serial/lot number is. It was asked, but unknown if there was damage to the catheter during the procedure regarding the guidewire having been bent and was difficult to use. The pump and catheter were replaced and the issue resolved. The pump was discarded.